Event description:
It was reported that this right atrial (ra) lead was capped and surgically abandoned due to noise and a lead break by the clavicle. No additional adverse patient effects were reported.